Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and did not appear damaged. The cannula was inspected prior to use; however, it is unknown the customer used a pin gage for the inspection. Customer noted they do not perform inspections with the pin gage routinely and would only use it when a cannula is found out of shape. The reported issue occurred approximately after 30 minutes of use while dissecting tissue. Customer was using a valleylab force fx generator with the esu settings cut 30 and coag 40. User was using fenestrated bipolar forceps when the arcing event occurred. Instruments were at a "normal distance" from each other. The permanent cautery hook instrument did not collide with any other instrument and was not removed during the case. The patient did not experience any post-operative complications.

Manufacturer narrative:
Additional information can be found in sections: d4, d10, g4, g7, h2, h3, h10 4307 - intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. The reported failure was confirmed during failure analysis. The instrument was found to have thermal damage on the monopolar yaw pulley. The conductor wire was inspected and no weld damage found. The electrical continuity test passed. Additionally, upon failure analysis investigation, the instrument was found to have thermal damage on the distal clevis. This failure is most commonly caused by mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, an instrument arcing issue was observed. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
During a da vinci-assisted pulmonary lobectomy surgical procedure, it was reported that the permanent cautery hook (pch) leaked electricity. The defective instrument was replaced with a backup instrument of the same kind. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported patient harm or injury.